Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: date of this report describe event or problem expiration date and UDI not available, lot number unknown date received by the manufacturer type of report, follow-up number follow up type device evaluated by manufacturer: change ¿no' to 'yes' device manufacture date not available lot number unknown evaluation codes. Additional narrative. Two implants were returned and 2 unknown biomet screws were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implant and lot numbers along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on unknown tooth sites (fdi) and were used for approximately 6 years. The customer did not provide any pictures but provided one (1) x-ray. (Image attached in complaint). The provided x-ray is very low quality; therefore, the fracture screw event could not be verified. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 01/08/2022. & p-iis086gr rev. F 10/2019; potential adverse events; page 1. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (unknown biomet screw) are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that screws fractured inside the implants and the implants were annulled.